Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an external device to an implantable pump infusing an unknown drug. The indications for use was non-malignant pain. It was reported that the healthcare provider (hcp) stated they refilled the patient's pump and initially updated it to 20 ml and then realized it should have been 40 ml and changed only the reservoir volume to 40 ml. They stated when they updated the pump, the report showed there were changes made in the dose; however, the hcp stated they did not change the dose. The report showed the dose changed very slightly from a total of 4.313 to 4.328 per day. The hcp stated the patient was in flex mode and had 3 boluses of 0.146 mg over 2 minutes and those did not change, but the base rate changed from 0.162 to 0.163 mg/hr.